Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The analysis also showed the inner coil was tangled, which would block the passage of a stylet. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the helix of the right atrial (ra) lead could not be easily extended. After the second attempt to extend the lead, it still couldn't be extended, and it was impossible to advance the stylet. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported.